Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test pounds per square inch (psi=22.6). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified however, evaluation observed a false downstream occlusion was detected while testing the pump.the device was found out of specification in relation to the reported symptom. The cause was determined to bet he downstream sensor pressure reading was out of specification. The downstream force sensor no-tube and scale factor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a white screen that occurred during testing. A device history review revealed no issues that could have caused or contributed to the service finding. The cause was identified to be depressed rear case battery pins and the rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.